Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports the needle hub was found broken and the ars leaking during usage on the patient.

Manufacturer narrative:
(B)(4). The customer returned one unopened kit for evaluation. The sample returned was to be investigated as a representative sample. The kit was opened to examine the ars. No defects or anomalies were observed on the returned sample. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was felt and the plunger body was not be able to move to the bottom of the syringe; therefore, the sample passed the push leak test. The returned needle was attached to the returned inventory syringe and water was aspirated and purged. The sample functioned as expected. A device hi story record review was performed with no relevant findings. The complaint of an ars leak was not confirmed through this investigation. The returned representative sample passed all relevant functional testing. A device history review was completed with no relevant findings. Since the representative sample passed all functional testing, and the actual sample used was not returned, the root cause of this investigation is deemed undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the needle hub was found broken and the ars leaking during usage on the patient.